Manufacturer narrative:
.

Event description:
During a programming history review of the patient's generator on 8/8/2016, it was discovered that the device had a change of settings between visits as well as a change in the programmed implant date and initials. A cross-programming event between the two generators is suspected to have occurred on (B)(6) 2014. The patient's settings were adjusted by the neurologist on (B)(6) 2014. Due to the susceptibility of model 100, 101, and 102 pulse generators to cross-programming, labeling recommends that an initial and a final interrogation be performed at each office visit for all vns patients in order to verify parameter settings. Patients with initials (B)(6) were not seen by the neurologist on the same day. In the year 2014, patient (B)(6) was seen on (B)(6) 2014. Patient (B)(6) was seen on (B)(6) 2014. No additional relevant information was reported to have occurred.